Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 20 mmol/l (360 mg/dl). It was noted that the needle did not deploy. Pod was not worn. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The device was received undeployed. Multiple attempts were made to obtain data from the device all of which were unsuccessful. Without the data it could not be determined if the device completed activation. During investigation the needle mechanism components and reservoir cap were observed to be damaged. The damage displaced the needle mechanism components from the mechanism rails which would have prevented the device from deploying as intended. It could not be conclusively determined when or how these damages occurred.